Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing across the lobar artery on a laparoscopic left upper lobectomy, the stapler partially fired and would not allow a full firing. There was also a poor staple formation. The reload was removed and another one was used to complete the procedure. There was no patient injury.